Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent pocket revision surgery due to her ipg being flipped in the pocket. Nothing was implanted or explanted and the pt is doing well after the procedure.